Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological surgical procedure on (B)(6) 2007 and tvt-o was implanted. It was reported that the patient underwent mesh revision on (B)(6) 2015 by dr. (B)(6) at (B)(6) medical center due to recurrence. It was reported that the patient experienced infection, urinary problems, bowel problems, bleeding and vaginal scarring. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Patient codes: (B)(4)- severe pelvic pressure, urinary leakage. It was reported that following insertion the patient experienced severe pelvic pressure, urinary frequency, urinary leakage, and dyspareunia. It was reported that patient underwent mesh removal on (B)(6)/2017 by(B)(6)due to symptomatic exposed vaginal mesh at (B)(6).